Event description:
The customer reports a (B)(6) female patient swallowed a bur that dislodged from the handpiece while having a polishing. The patient was sat up immediately to try and cough it out and nothing came out. The patient was taken to urgent care then the ER. On (B)(6) 2013 the patient went for an endoscopy to have the bur surgically removed. The patient is doing fine.